Event description:
The patient underwent a spinal procedure at t12-l2 for l1 trauma, using multi axial screws for posterior fixation. The screw length was chosen too long, and the screw reportedly was "penetrated forward" after being implanted. The patient was asymptomatic, however, revision surgery to remove the screw was performed approximately four weeks post op.

Manufacturer narrative:
Device was not returned to MFR for evaluation. We are unable to determine the cause of the event; however, the suspect devices in use are part # g86745545, lot w05m0006 and part # g86745550, lot w06d0480. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.